Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 78 year old male patient presenting with cardiomyopathy for impella support. During support, a bleed formed around the anastomosis/impella insertion site. A blood transfusion was required.